Manufacturer narrative:
Additional information: h6 and h11. H11: a review of the two patients¿ device program settings for therapies were performed. In both patients¿ settings, the total expected ultrafiltration (uf) was configured at precisely 7%, the minimum value required for the confirmation warning not to trigger. There was no divergence between the device program settings prescribed in sharesource versus the settings used for the patients' treatments. No defect or nonconformance with sharesource was identified, and sharesource was confirmed to function as intended. The reported condition of "flooded/outflow mode" was not verified. Sharesource was determined to function as per specification. As per the sharesource connectivity platform user guide for use with the home pd system kaguya, "[sharesource] is not intended to be a substitute for good clinical management practices, nor does its operation create decisions or treatment pathways." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported that the patient was discharged from the hospital "a few days later". No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two automated peritoneal dialysis (pd) patients using kaguya cyclers with sharesource were hospitalized due to "flooding", further described as "outflow mode". The reporter further informed that difficulty was encountered with some of the parameters programmed in sharesource, including the "disconnect state", whereby patients seem to end therapy "still flooded". There was no report of patient symptoms. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. Additional information has been requested to provide details about the event.